Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient, enrolled in the it matters clinical study, with this inflatable penile prosthesis (ipp) experienced tenderness and inflammation of the right testicle. The event was resolved and there were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced tenderness and inflammation of the right testicle, which later resolved. However, several months later, the patient presented with a bulge on the left cylinder. A revision surgery was performed, during which a rightward curvature was noted when the device was inflated; therefore, the left cylinder was shortened, and a penile plication was performed. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b1: adverse event/product problem. B5: describe event/problem. D6b: explant date. H6: device and impact codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.